Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with damage lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. During investigation the pump was the pump was found displaying "1720" error code message on power up when batteries were inserted, and inspection found scratched lcd lens. According to the investigation back up capacitor and lens will be replaced to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited lec 1720 error message and had damage lens. No patient involvement reported.